Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. The numbers does not ramp up on its own or scroll bar moving with input.

Event description:
It was reported that the customer had an issue with the numbers ramping or the scroll bar moving up or down with no input from the user. Insulin pump will be replaced. Issue occurred during normal use. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.